Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)/ miscarriage'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no. (823319,823318)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic area when bending over, lifting, reaching, & leaning forward"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unknown"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up"), gait disturbance ("unknown/leaning forward") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6) 2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved and the dysfunctional uterine bleeding outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression lot numbers 823318 and 823319 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received : reporters information updated. Event added- dysfunctional uterine bleeding.severity of pelvic pain updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no: 823319-invalid, 823318-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up") and gait disturbance ("unknown/leaning forward"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for on (B)(6) 2018 salpingectomy (bilateral removal of fallopian tube). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression lot numbers: 823318 and 823319 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality-safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)/ miscarriage'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no. (823319,823318)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic area when bending over, lifting, reaching, & leaning forward"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unknown"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up"), gait disturbance ("unknown/leaning forward") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6)2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved and the dysfunctional uterine bleeding outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression. Lot numbers 823318 and 823319 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received : reporters information updated. Event added- dysfunctional uterine bleeding. Severity of pelvic pain updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)/ miscarriage'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no. (823319,823318)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic area when bending over, lifting, reaching, & leaning forward"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unknown"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up"), gait disturbance ("unknown/leaning forward") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6) 2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved and the dysfunctional uterine bleeding outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression. Lot numbers 823318 and 823319 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received : reporters information updated. Event added- dysfunctional uterine bleeding.severity of pelvic pain updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no. 823319-inv, 823318-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up") and gait disturbance ("unknown/leaning forward"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6) 2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression. Lot numbers 823318 and 823319 are invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)/ miscarriage'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no. (823319,823318)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic area when bending over, lifting, reaching, & leaning forward"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unknown"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up"), gait disturbance ("unknown/leaning forward") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6) 2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved and the dysfunctional uterine bleeding outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression lot numbers 823318 and 823319 are inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)/ miscarriage'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a 35-year-old female patient who had essure (ess205) (batch no. (823319,823318)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight 165 lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain/ pain pelvic area when bending over, lifting, reaching, & leaning forward"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discolouration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:unknown"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up"), gait disturbance ("unknown/leaning forward") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6)2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discolouration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved and the dysfunctional uterine bleeding outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discolouration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression lot numbers 823318 and 823319 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: plaintiff fact sheet received : reporters information updated. Event added- dysfunctional uterine bleeding. Severity of pelvic pain updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: right fallopian tube'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('(stillbirth or miscarriage)'), genital haemorrhage ('abnormal bleeding(general)'), suicide attempt ('psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide'), diaphragmatic injury ('gastrointestinal or digestive system condition type: "hole in diaphragm¿') and seizure ('seizures') in a (B)(6) female patient who had essure (ess205) (batch no. 823319, 823318) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "therma choice 'balloon ablation was performed with essure insertion". The patient's medical history included overweight, traumatic delivery, dysfunctional uterine bleeding, elective abortion, stevens johnson syndrome, vomiting, drug allergy, pap smear abnormal, smoker, motion sickness, multigravida and parity 1. Current weight (B)(6) lbs. Previously administered products included for an unreported indication: wellbutrin, provera, debility and daytrana. Concomitant products included aripiprazole (abilify), bupropion, hydrocodone bitartrate;paracetamol (vicodin) and methylphenidate. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), diaphragmatic injury (seriousness criterion medically significant), seizure (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), rosacea ("allergic or hypersensitivity reaction type: rosacea to face"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychiatric problems condition: depression alcohol to numb it; have attempted ,suicide"), urticaria ("rashes or skin conditions type: hives,"), skin discoloration ("rashes or skin conditions type: hives,discoloration to forehead,"), migraine ("migraines/headaches"), headache ("migraines/headaches"), hypertension ("blood or heart disorder/condition type: hypertension"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems type:"), fatigue ("fatigue"), alopecia ("hair loss"), myalgia ("unknown/bending over pain/lifting,reaching up"), gait disturbance ("unknown/leaning forward") and discoloration skin ("discoloration to forehead"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, and scheduled for (B)(6) 2018 salpingectomy (bilateral removal of fallopian tube)). Essure (ess205) was removed. At the time of the report, the device dislocation, menorrhagia, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, suicide attempt, diaphragmatic injury, seizure, pelvic pain, vaginal haemorrhage, rosacea, female sexual dysfunction, depression, urticaria, skin discoloration, migraine, headache, hypertension, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, visual impairment, fatigue, alopecia, myalgia and gait disturbance had not resolved and the discoloration skin outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, alopecia, depression, device dislocation, diaphragmatic injury, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, headache, hypertension, menorrhagia, migraine, myalgia, nausea, pelvic pain, pregnancy with contraceptive device, rosacea, seizure, skin discoloration, suicide attempt, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, visual impairment, weight increased and discoloration skin to be related to essure (ess205). The reporter commented: there were noted to be 5 trailing coils at the end of insertion. Next, our attention was turned to the opposing tube on the right, and the ostia was again visualized and there were noted to be 7 trailing coils after insertion of the essure tubal implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.9 kg/sqm. Ultrasound scan vagina - on an unknown date: result: other (please describe) right placed temporarily, determined wrongly inserted.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: nausea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs & mr received: case become incident. Event injury nos was replace with new events. Events added - ablation, abnormal bleeding (general), vaginal bleeding, menorrhagia, pregnancy, miscarriage or still birth, rosacea to face, apareunia, depression alcohol to numb it, have attempted suicide, malposition of essure device, hives, discoloration to forehead, migraines, headaches, hypertension, nausea, dental problems, seizures, dysmenorrhea, dyspareunia, pain, vaginal discharge, vision problems, weight gain, hole in diaphragm. Device monitoring error,bending over pain, pain with leaning forward. Lot number and events onset date were added. New reporter and consumer address was added. Patients dob, demographics and race were added. Lab test, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.